Event description:
A user facility reported that the fiberscope wire is broken. The event occurred during preparation for use. During a standard service inspection of the customer returned device, the coating at the connecting tube was peeled off. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the coating at the connecting tube was peeled off. The channel cleaning brush was not inserted because the channel tube was blocked. In addition, liquid leaks due to channel tube, bending tube crumpled, insertion quantity was out of standards due to crumpled part of channel tube, stain at the screen due to damage of ig bundle, crease at the connecting tube, and angulation in the up direction was out of standards due to worn of angle-wire were all observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to physical stress, method of reprocessing, storage environment of the device or, chemical stress, storage environment. The event can be detected/prevented by following the instructions for use which state: ·preparation and inspection_ inspection of the endoscope visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.